Manufacturer narrative:
All button function properly. However, moisture damage was found on the keypad traces. No button error alarm was noted during testing. The insulin pump was received with minor scratches on the display window, a cracked case at the display window corners, cracked reservoir tube lip and a cracked battery tube threads.

Event description:
The customer reported the insulin pump alarmed button error. Customer's blood glucose was 108 mg/dl. Customer attempted to clear the alarm by taking out the battery. Customer reported she was sitting outside by the pool, as a significant event that may have caused the device to alarm. Customer was advised to discontinue use of the device and revert to back up plan. No further information reported.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.